Manufacturer narrative:
The pump was received with a keypad overlay peeling, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no stuck button alarm and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no battery related alarms or alerts recorded in the formatted history file on the event date. In further checking of the pump history records: there is no valid battery cycle recorded in the pump history records for the event date of 18-aug-2025. There is no valid battery cycle available to verify if the customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 18-aug-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 08/14/2025 16:30:00.000. Lostsensor2alert (781) was found on: 08/14/2025 16:52:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was found on: 08/16/2025 11:47:41.000. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected was unknown. Cosmetic damage was confirmed at the back (case) and keypad overlay of the pump during analysis. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert, a crack on back of pump, button stuck message at times. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.